Event description:
It was reported the side arm of the telesheath introducer dislodged during manipulation of the sheath. A small amount of blood leaked from the side arm port prior to removal from the body. There were no reported patient consequences.